Event description:
On 03/02/2023, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that "the fluid bag ran dry and the pump did not stop due to air in the line. The patient ended up with an air embolism. She became quite short of breath and a decrease in her oxygen level. Patient was treated in the office with fluids and positioning on left side. Thankfully her symptoms resolved and she was not sent to the ER." The device operator was a registered nurse. Medication being infused was unknown.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Manufacturer narrative:
Z-800wf pump (B)(6) went through RMA testing by intuvie. The complaint was missed air-in-line, during testing the air-in-line sensor alarmed when a one-inch air bubble ran through the pump. This is within manufacturing specifications. Reported issue not confirmed. Pump meets passing criteria.